Manufacturer narrative:
One device was returned for analysis with complaint of loose tube plunger. No previous repair was noted for the last 12 months. Review of event log found check syringe plunger sensor, travel reverse error. Initial inspection found plunger not assembled correctly, plunger twisted out of alignment. Internal inspection found the plunger tube twisted in carriage with sheered screws, damaged plunger cable and a worn clutch. Replaced all damaged and missing parts. Probable cause of complaint was physical damage from improper use. Device passed all functional testing post repair.

Event description:
It was reported that the device had a loose tube plunger. There was no reported patient involvement.